Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient because she felt that the animas pump is not delivering insulin accurately. Her son was taken to the ER last night because his blood glucose meter read ¿high,¿ possibly greater than 600 mg/dl. The patient was vomiting and was treated with saline. At the time of the call to animas, the patient continued on insulin pump therapy. It was noted that the pump gave loss of prime alarms prior to the event. Troubleshooting indicated that all boluses were completed and there was no evidence of a product malfunction. There was no changed to the advance settings. There was no product misuse. The date/time was correctly set. The reporter was not comfortable with the animas product and insisted the subject pump may have malfunctioned. This complaint is being reported because the patient had unexplained hyperglycemia while on insulin pump therapy. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed that the last basal and bolus deliveries occurred on (B)(6) 2013. There were no alarms outside the range of normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for (B)(4) with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.